Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The monitor was returned for evaluation at the distributor. The reported problem (won't power on/speaker hums) has been confirmed. Upon evaluation the monitor was intermittently able to power on and was emitting a pld tone. The cause of the intermittent ability to power on was isolated to the computer analog board. The root cause of the c/a board failure was unable to be positively identified. The c/a board was replaced. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was unable to power on and was emitting a tone.